Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a perforation occurred in the left anterior descending artery (lad) and surgery was performed. The target lesion was 90% stenosed and located in the proximal to mid left anterior descending artery (lad). The lesion was treated with the oad on high speed, during which a perforation occurred. Chest compressions were performed, the patient was intubated and a ventricular assist device was placed. Surgery was performed to resolve the perforation and the patient was in stable condition following the procedure.